Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the system kept experiencing errors. The customer had attempted to power cycle the system three times. The error on the screen was a 31030, which usually means part of the system was connecting. Technical support engineer (tse) confirmed the robot was turned on but all arms were yellow. Tse confirmed the vision cart power button or flashing. There was no report of patient involvement or reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the common compute controller (ccc). The system was verified and ready for use. The unit was analyzed and the error on the screen was a 31030, which usually means part of the system is connecting. A visual inspection was performed and found nothing related to reported issue. Installed ccc on an internal equipment, fixture and tool (eft) system and powered system on. System powered up with black screen on vision side cart (vsc) which indicates ccc is bricked. Checked for error 31030 and verified in aperture. Removed ccc from system and bench tested and confirmed ccc bricked. The complaint was confirmed by failure analysis. The probable root cause is attributed to component failure based on electrical and fiberoptic defects.